Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tni) results from 10 patient samples that were generated by the unicel dxl 800 access instrument in 05 and one day after. Patients a-f: the customer indicated that the initial accu tni results were in the range of 0.09ng/ml to 0.84ng/ml. Upon reflex, the results were in the range of 0.01ng/ml to 0.89ng/ml. Patient g: the initial accu tni result was 0.69ng/ml, with a reflex result of 0.02ng/ml. Upon repeat, the accu tni results were: 0.69ng/ml and 0.63ng/ml. Patient h: the initial accu tni result was 0.51ng/ml, the reflex result was 0.79ng/ml. When re-spun and re-tested, the result was 0.01ng/ml. Patient I: the accu tni results were: 0.04ng/ml and 0.54ng/ml. Patient j: initially, the accu tni result was 0.74ng/ml, 0.00ng/ml on a reflex and 0.01ng/ml upon repeat. The customer indicated that the accu tni results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.